Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? After discussing again with the surgeon she confirmed me that the firing cycle was only some millimeters and even did not arrive until the tissue. The knife stopped before. What color cartridge was being used? I think green but the device is already on the road to you so I cannot check again. Sorry! What other color cartridges were used before and after this event? It occurred during the first firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Concerning your question about the defect powered echelon flex, I can tell you, that the closure of the echelon was the same as always. When firing there was for a very short moment the same noise as usual and then was dead silence. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The reverse button did not work and therefore she had to use the manuel release and this was working properly. Was there any difficulty removing the device from the tissue?yes, she had to use the manuel release to reopen the device again. Is there any other additional information you would like to share about this device or procedure? It was around the 10th case for her with powered echelon and she used in the past the echelon straight already for some years.

Manufacturer narrative:
(B)(4). Additional information: premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g partially fired 1/10 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, during the first firing they could hear working the engine shortly and then the knife stopped and the surgeon tried the reverse button but the knife did not move and so they had to use the manual release on the top of the device which worked properly. Procedure was completed with same like product. No patient consequence.